Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7114336.

Event description:
It was reported that during stage one of the deep brain stimulation (dbs) implant procedure the patient experienced a complication. Anesthesia intervened to stabilize the patients' vitals as the heart rate and blood pressure were constantly changing. The physician believed the patient complication was due to a potential allergic reaction to either the antibiotics or gadolinium medication but was unable to confirm which of the two was the cause. The patients' vitals stabilized and there were no further complications throughout the procedure. The patient was doing well post-operatively.